Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple shocks which did not covert. The patient was in a rate of 165-170 beats per minute (bpm). External shocks were delivered which also did not convert the rhythm, however the patient did spontaneously convert. Data was sent for review and it was noted at the start of the episode there was a sudden change in rate and morphology. T-wave oversensing was then noted resulting in inappropriate shocks with therapy exhaustion. Troubleshooting was performed and primary vector was sensing appropriate. The sensing vector was left in primary. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple shocks which did not covert. The patient was in a rate of 165-170 beats per minute (bpm). External shocks were delivered which also did not convert the rhythm, however the patient did spontaneously convert. Data was sent for review and it was noted at the start of the episode there was a sudden change in rate and morphology. T-wave oversensing was then noted resulting in inappropriate shocks with therapy exhaustion. Troubleshooting was performed and primary vector was sensing appropriate. The sensing vector was left in primary. No adverse patient effects were reported.